Manufacturer narrative:
A ventilator was returned to the MFR for eval and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging an issue with a ventilator's internal battery. The device was not in pt use.